Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A tc3 in-situ for 7+ years was revised due to loose tibial and femoral implants. The tc3 was re-revised to an attune revision. During the case, the surgeon informed (B)(6) rep and (B)(4) (depuy synthes) that he wanted to cement the femoral press-fit stem (151322110) and cement a fully coated tibial sleeve (151111202). As both these implants are intended as off license we told the surgeon that this would be off license and therefore not recommended. Despite this advice, the implants were cemented.